Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with history of bilateral radial keratotomy and corneal edema underwent explantation of a light adjustable lens (lal, sn (B)(6), +23.0d) in their left eye. The lal was implanted on (B)(6) 2024. The patient complained of visual disturbance prior to the first light adjustment on (B)(6) 2024, which persisted up to the explant date. A new lal (sn (B)(6), +22.5d) was implanted as a replacement. Rxsight's first awareness of this event was on 08/23/2024. Reference report #3012712027-2024-00166 for the report on the right eye.